Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged using an alternate usb wall adapter. Additionally, the battery gauge was fluctuating. The customer's blood glucose was 180mg/dl. The customer continued to use the pump for insulin therapy.